Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer alleging possible insulin pump under delivery. Customer stated that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 463 mg/dl. Customer's blood glucose value was 462 mg/dl at the time of incident. The customer experienced symptoms such as nausea, vomiting and abdominal pain. The customer was treated with manual injection and bolus and insulin drip. The device will not be returned for analysis.